Manufacturer narrative:
Customer did not provide sufficient information for investigation. Insufficient information provided.

Event description:
Customer reported an unexpected positive result when performing a cmv assay on the galileo. The results visually appear negative.